Event description:
It was reported that the user experienced a low blood glucose of 50 following a recent high while using the ilet for almost a year, with the event corrected by oral glucose and no medical assistance required; troubleshooting covered potential overcorrection after a high during adaptation, review of target settings, weight, bg run mode, tubing fill and disconnection, cartridge handling, activity, meal announcement behavior, calibration, time settings, and concomitant factors. Symptoms included no reported clinical manifestations. Outcomes included transient hypoglycemia corrected with food and device alerts acknowledged, without hospitalization or external assistance. Investigation included user interview and case assessment focused on use patterns, insulin delivery context, alerts, and corrective actions. Investigation of this case revealed that the specific cause of hypoglycemia was unclear, with no device malfunction reported and behavior consistent with possible algorithmic overcorrection after a preceding high, especially given a missed meal announcement and routine use conditions. It was concluded, based on previously established findings for similar reports, that the cause was undeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.